Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had critical pump error on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.